Event description:
Related manufacturer reference number:2017865-2021-38397. New information noted that an infection was suspected. The entire system was explanted.

Manufacturer narrative:
Final analysis found no malfunctions. Full analysis not needed.

Event description:
New information noted that there was no allegation of infection due to abbott products or procedures.

Manufacturer narrative:
This report is to retract report MFR # 2017865-2021-38398 submitted on 03 dec 2021. This report was erroneously submitted. This is not a reportable event as there was no allegation the infection was due to abbott products or procedures. All previously submitted information should be corrected to not applicable and null fields.